Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were taken to emergency medical services by ambulance for his seizures. Customer received change sensor alert and sensor updating or sensor glucose value not available¿ alert. It was unknown whether the auto mode feature was active at time of event. The device will not to be returned for analysis.